Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial driven arrythmia. Technical services (ts) was contacted by the health care professional to review the episode which was determined to be atrial fibrillation with a rapid ventricular response. Ts found that quick convert was delivered in the ventricular fibrillation zone, which turned off post shock detection enhancements, and recommended turning them back on. Ts noted that rate zone changes were made after the episode as it was only monitoring prior. The patient presented to the emergency room and returned to a normal sinus rhythm. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.